Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - clinical engineer. PMA/510(k): k130520. Visual inspection of the actual sample found no breakage or other obvious anomaly that could lead to the reported poor oxygenation. Physiological saline was poured into the actual sample, then the oxygenation module was inspected visually. Formation of blood clots were observed. It was not possible to clarify the timing of clot formation (whether at the time of use or at the time of return) from the state of the actual sample. The actual sample was built into a circuit with tube, and physiological saline was circulated at each flow rate while the pressure drop was determined. Compared with a current product sample, no difference was observed. The actual sample, after having been rinsed and dried, was tested for its o2 transfer and co2 removal when bovine blood was circulated under the following conditions. The obtained values met the factory's control standards. · blood conditions: hb:12g/dl, temp.: 37°c., ph:7.4, svo2:65%, pvco2: 45mmhg, · circulation conditions: blood flow rate: 6l/min and 4l/min, v/q=1, fio2=100%, · o2 transfer volumen: @6l/min= 369 ml/min. @4l/min= 266 ml/min, · co2 removal volume: @6l/min= 312 ml/min. @4l/min= 227 ml/min. Review of the manufacturing record and the product-release judgement record of the involved product/lot number combination confirmed there was no anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. The investigation results verified that the actual sample after cleaned and dried was a normal product with no anomaly in its oxygenation performance. As a cause of occurrence, it was possible that this may have occurred due to the combination of factors mentioned below. From the state of the actual sample, the cause of occurrence could not be clarified. During rewarming, the patient's metabolism was activated and the required o2 volume increased leading to decreasing svo2, and pao2 decreased. Due to the wet lung phenomenon, water droplets were generated, which hindered the contact between the blood and gas. Relevant IFU reference: "upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increasing in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. (Precaution)" "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. (Warning)". (B)(4).

Event description:
There user facility reported that the involved oxygenator was used in an aortic root replacement case and the oxygenation was worse than usual. Analysis of the involved oxygenator and the investigation of the factors of poor oxygenation was requested. There was no patient injury/medical or surgical intervention. The final patient impact was not harmed. The event occurred intra-operative.